Manufacturer narrative:
(B)(4). Per the field service representative (fsr) the internal batteries were last replaced in (B)(6) 2015. It was unknown when the product was last used. The device was left plugged into an outlet in storage. The battery switched over to alternate current (ac) but the battery was low. The charge indicator light illuminated when on ac power and was not flickering. The switch was in 'connect' position and a battery alert message was noted. The battery backup was plugged into the control module. The power connections in the back were secured and there was no visible corrosion on the unit. The fsr verified the battery meter was in the red while the unit was operating on battery. The fsr replaced the batteries. The unit operated to the manufacturer¿s specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries were low on the delphin battery wedge even after extensive charging. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the batteries measured 9.5 and 6.0 volts direct current (vdc) upon receipt. He measured with conductance meter, which presents a light load to the battery. These are not typical readings of batteries of this type. 11.5 vdc or higher is typical for discharged batteries of this type. This indicates internal battery degradation. Conductance measurements were not available for either battery initially, due to their low voltages. The conductance meter requires approximately 11.75 vdc to obtain this reading. The pst attached the device under test (dut) batteries to the lab use only (luo) delphin battery (charger) and powered on. After charging for over 28 hours, the battery voltage readings both remained below typical, 3.8 and 8.0 vdc respectively, which demonstrates that neither battery will properly charge and duplicates the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.